Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a pip joint fixation procedure; as the surgeon was completing the fdh/fhl extension and fixation of 2nd to 5th toe, the retrofusion screw, (B)(4), broke at the middle of the shaft; leaving broken pieces inside the proximal phalanx. The broken pieces were completely removed during the surgery using a screw extraction device made by another manufacturer. The bone hole was supplemented with bone from the other toes, and the 3rd toe on the right foot was fixed with a c wire. The surgery was completed, and no abnormalities were found in post-operative x-rays. The procedures for the 4th and 5th toes on the right foot and the 3rd to 5th toe of the left foot were changed to a procedure that utilizes c wires.

Manufacturer narrative:
Complaint confirmed, the screw was found to be broken in two pieces. Likely causes include improper bone prep, prying/leveraging the device during insertion, continually applying torque when the device is not advancing.